Manufacturer narrative:
The reported event of noise was confirmed. Only connector portion of the lead was returned in one piece. Visual inspection of the partial lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the noise was observed on both atrial and right ventricle (rv) leads. The episodes were stored as noise reversion episodes. On (B)(6) 2025, the physician elected to explant and replace the rv lead and cap and replace the atrial lead. The patient was stable following the procedure.